Event description:
Reportedly the pump was set to infuse dopamine at 22.3ml/hr. Nurse reported the pump to be underinfusing due to the tubing being clamped off and the pump not alarming occlusion. Reportedly the pt's blood pressure dropped due to the underinfusion. The pump was stopped and replaced with another pump. The infusion was then restarted and the pts blood pressure went back to pre-event status. No medical intervention or pt injury occurred.